Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half-height cubie drawer was not working. A field service engineer (fse) replaced faulty pyxis module controller component, no other issues to be found, inspected all cables and reset all. Diagnostics confirmed all is now working good and issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height cubie drawer was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.